Manufacturer narrative:
Evaluation summary : it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
Foggy, misty image. Moisture inside, cmos-chip defect. This event occurred at the time of before use. There was no report of patient harm.